Event description:
Dr. Inserted a 20mm sizing balloon into a pfo to determine the size of the pfo. Upon inflation of the balloon no waist was observed and no measurement of the defect was made. Dr. Estimated the septum to be 23-27mm in length and the defect to be a 10mm pfo but did not confirm the size of the defect with either sizing balloon, contrast angiography or tee. The physician then delivered a 33mm cadioseal septal occluder and deployed the left atrium or distal side of the device. When attempting to place the device against the septum the device pulled through the defect into the right atrium. This occurred several times as the physician tried to locate the device on the left atrial side of the septum. Despite the inability to properly secure the distal side of the device in the left atrium, the physician deployed the proximal or right side of the device and released the device from the delivery system. The occluder subsequently embolized into the left atrium and then to the pulmonary artery. After consulting with a physician, it was decided to leave the device in the pulmonary artery and transfer the patient to the or for surgical removal of the occluder and repair of the septal defect, as catheter removal of the device could damage other cardiac structures. The device was discarded by the hospital and was not available for evaluation. Co has not been able to gather further information regarding the case or the status of the patient. The implanting physician has not responded to the company's request for information. Instruction for use, in the "precautions" section 6 specifically indicates that "accurate defect sizing is critical to cardioseal selection" and in the section 10 directions for use", subsection 10.2 it is further indicated that the "selection of an appropriately sized cardioseal should be based upon measuring the defect diameter through the use of a sizing balloon (stretch defect diameter)" and that the cardioseal to stretch defect diameter ratio should be 1.7-2.0:1.